Event description:
It was reported that the patient was experiencing inadequate stimulation and charging difficulty. The ipg would take longer to charge and would heat up. The patient was also having pain at the pocket site due to the ipg closer to the skin and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5080421/5104734.